Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this unit was being repaired due to capacitor/ control board recall. This facility is a missionary based association and uses our vents during trips overseas, due to this they always use their vents in low flow. These vents were also bought from a third-party company, the hospital who bought these vents from hamilton never took them out of the box. When these units were bought by samaritan's purse the only thing done to them was pre-op checks and adding their configurations which they turn the vent from the hpo to lpo option in tools. After control board replacement the o2 input test failed, showing a hpo o2 failure. When trying to recalibrate the flow sensor again the o2 cell would then give a hpo failure as well. Changed flow sensor, expiratiory valve set, checked system o2 check which was out of range from service manual. Went into ventilation software and switched the configuration from lpo to hpo which did not fix the problem either. Took vent apart and checked all connections to control board/driver board to make sure they were correct and not loose. No patient involvement.

Event description:
The following was reported to hamilton medical ag: this unit was being repaired due to capacitor/ control board recall. This facility is a missionary based association and uses our vents during trips overseas, due to this they always use their vents in low flow. These vents were also bought from a third-party company, the hospital who bought these vents from hamilton never took them out of the box. When these units were bought by (B)(6) the only thing done to them was pre-op checks and adding their configurations which they turn the vent from the hpo to lpo option in tools. After control board replacement the o2 input test failed, showing a hpo o2 failure. When trying to recalibrate the flow sensor again the o2 cell would then give a hpo failure as well. Changed flow sensor, expiratiory valve set, checked system o2 check which was out of range from service manual. Went into ventilation software and switched the configuration from lpo to hpo which did not fix the problem either. Took vent apart and checked all connections to control board/driver board to make sure they were correct and not loose. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: fields b4, g6, h2, h3, h6 and h11 are updated. The device alarms with o2 input test fails during maintenance (service software) which means that there was no patient involvement. Consequently, the event did not cause or contributed to a death or serious injury. The o2 input test is a service-level diagnostic in the hamilton device technical/maintenance (service software), typically performed during preventive maintenance. It is used to verify the integrity and function of the oxygen supply system, particularly the high-pressure o2 input from the gas source (e.g., wall supply or cylinder). This test is not required during regular clinical use and is not a pre-operational test. It's part of the service menu accessible only to trained biomedical technicians or service personnel. The o2 input test is a service-level diagnostic tool used to verify the technical performance of the high-pressure oxygen input system. A failure or inaccuracy in this test alone is not critical to the patient, as the ventilator's mandatory preoperational checks - specifically the o2 sensor calibration and pneumatic system test (pst) - are designed to detect clinically relevant oxygen delivery issues before patient use. Therefore, this event is no longer considered as a reportable event.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: this unit was being repaired due to capacitor/ control board recall. This facility is a missionary based association and uses our vents during trips overseas, due to this they alwasy use their vents in low flow. These vents were also bought from a third party company, the hospital who bought these vents from hamilton never took them out of the box. When these units were bought by samaritan's purse the only thing done to them was pre-op checks and adding their configurations which they turn the vent from the hpo to lpo option in tools. After control board replacement the o2 input test failed, showing a hpo o2 failure. When trying to recalibrate the flow sensor again the o2 cell would then give a hpo failure as well. Changed flow sensor, expiratiory valve set, checked system o2 check which was out of range from service manual. Went into ventilation software and switched the configuration from lpo to hpo which did not fix the problem either. Took vent apart and checked all connections to control board/driver board to make sure they were correct and not loose. No patient involvement.